Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system, model and serial numbers unknown. St. Jude medical agilis sheath, model and lot numbers unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for persistent atrial fibrillation with a thermocool smart touch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the ablation phase of the procedure, the tamponade was confirmed via intracardiac echocardiogram and fluoroscopy. A pericardiocentesis was performed, and 600cc of fluid was withdrawn. This stabilized the patient. The patient had been administered anticoagulants, with activated clotting times maintained between 300-350 seconds. No extended hospitalization was required, and the patient eventually recovered fully. The physician¿s opinion is that the injury was procedure related, and may have been a result of a possible steam pop. It is also possible that unspecified patient factors may have contributed to the adverse event. Transseptal puncture was performed with an unspecified needle. The sheath in use was a st. Jude medical agilis. Overall ablation time and last ablation cycle time at the site of injury are unknown. The generator was in power control mode at 40w (not titrated). Irrigated catheter flow was set to 15ml/min. Spi values and catheter proximity are unknown. The catheter was zeroed after the initial warm-up phase, and re-zeroing was not necessary. No error messages presented on any biosense webster equipment during the procedure.